Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one grip cable is frayed at the distal idler pulley. The conductor wires are intact and undamaged. The frayed strands stick out at the wrist. The other cables at the wrist are not damaged. Failure analysis investigation found the following additional damages to the instrument: one grip cable on one side of distal clevis is derailed from the distal idler pulley, as a result the yaw motion is non-intuitive. The other cables at the wrist are not damaged. The distal end of the main tube has various scratch marks with light material removal. The scratches are .075 - .392 in length and are not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; the frayed grip cable, and the additional finding of tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci prostatectomy procedure, it was noted that the prograsp forceps instrument had frayed wires. There was no report that any piece(s) from the instrument fell into the patient and there was no allegation of any patient harm, adverse outcome or injury involving the reported instrument.